Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the incision to remove the broken needle piece from under the skin made during the initial procedure?yes. No patient consequence, except that the second needle broke under the patient's skin. It was necessary to retrieved the needle's parts under the skin. No lot number available (the device's packaging was discarded). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. A first needle bends when passing of a somewhat hard skin level. The second breakage under the patient's skin: necessary to incise the skin to recover it recurrent problem with this material which regularly requires the use of several devices for the same gesture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2022. H6 component code: c22 - photo analysis. H3 investigational summary: upon visual inspection of the two images received at ethicon for evaluation. A broken needle in the stamping area of suture product code x834h could be observed. However, no conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.